Event description:
It was reported that during a laparoscopic colon procedure, the clips would not close tight enough. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The er320 instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. The batch history records were reviewed with no anomalies noted during the manufacturing process.